Event description:
During baxter's evaluation of this spectrum pump, it was found that this unit had a delayed keypad response.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. A delayed keypad response (approximately 3 seconds) was experienced during the product evaluation caused by a failing processor pcb. The keypad was tested and all keys were found to be functioning as designed. The processor pcb/shielding was replaced.